Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator and has a history of chronic pain via a manufacturer representative (rep). It was reported that the patient¿s implantable neurostimulator (ins) never held a charge for more than a few hours and they would have to charge several times a day. Due to this issue, the patient stopped charging about one year prior to the report and the ins went into overdischarge. The rep attempted interrogation on the day of the report and the overdischarge was confirmed. To resolve the issue, a replacement surgery was planned but not yet scheduled. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the rapid battery depletion and frequent charging was not determined. They stated that the device is still implanted. No further complications were reported or anticipated.